Event description:
It was reported that the 9600+ system presented a "bad iris pot" error. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the iris pot and image function board (ifb). Replaced ifb since collimator did not always open and close on boot up. The system was tested and found to be working as intended and placed back into service.